Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. A kink was observed near the y-fitting approximately 76.2cm from the iab tip. The one-way valve was also returned. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. No alarm sounded from the pump. The reported difficult inflation cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Complaint record ID # (B)(4).

Manufacturer narrative:
Occupation: bs, rcs, interim director cardiac services. Additional reporter: (B)(6) , inventory team member, (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted, it failed to inflate. The physician then switched to a 40cc iab to continue therapy without further issue. There was no patient harm or adverse event reported.